Event description:
It was reported by a customer that there were nicks and slices in the sponge of a minicap. This was discovered before use and the patient was not connected. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 21 of 30.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Manufacture date 11/19/2014-11/24/2014. A companion sample was returned and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon conclusion of the investigation, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.